Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at times the customer has to press the wake button multiple times for the pump to respond. Prior to calling tandem technical support, the customer was able to successfully turn on the screen each time and the button was functioning as intended. Customer's blood glucose level was 201 mg/dl.